Event description:
It was reported that a patient underwent a mammoplasty and abdominoplasty on an unknown date. The patient experienced a reaction when the topical tissue adhesive had contact with the skin including the taped area and away from the incision point. Three days after the procedure, the patient was found to have redness and "something like a second degree superficial burning along with pustules". The liquid adhesive was removed and the patient was treated with oral clindamycin for fourteen days and topical neomycin. As a result of the event, the patient has hypochromia after treatment.

Manufacturer narrative:
Hypochromia; conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.